Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the registration task couldn¿t be done. The site tried to plug the tracker into different ports without resolution. Navigation was aborted causing more than an hour in delay time. No impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system passed all functional testing and visual inspection. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the registration task couldn¿t be done. The site tried to plug the tracker into different ports without resolution. Navigation was aborted causing more than an hour in delay time. No impact on patient outcome.